Manufacturer narrative:
The device has not been returned to the manufacturer as it remains implanted. Therefore, an evaluation of the device was not possible. A review of the manufacturing records showed no anomalies. The instructions for use that accompany the device caution that low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears. All of our catheters are 100% inspected at the time of manufacture. The patient has been reported to be improving with the lp shunt.

Event description:
It was reported to medtronic neurosurgery that the doctor noted a few drops of csf leaking coming from the lumbar incision site of the strata nsc lp shunt. According to the report, the leak did not stop as the patient healed, so the doctor performed exploratory surgery on the patient to find the leak. The report stated that a hole was found in the lumbar catheter, so a lumbar catheter connector was placed to stop the leak.